Event description:
Same case as: 2134265-2014-02475 and 2134265-2014-02638. It was reported that motor drive unit failed to pullback. The ilab motor drive unit was used in conjunction with an opticross coronary catheter intended to visualize the lesion 90% stenosed target lesion located in the moderately tortuous and moderately calcified left anterior descending coronary artery. During percutaneous coronary intervention, motor drive unit pullback failure occurred. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. The telescope assembly was able to properly pull back, advance, and retract. The distance from the distal end of the transducer housing to the tip of the catheter measured 21.0mm. The observed distance is within specification. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2014-02475 and 2134265-2014-02638. It was reported that motor drive unit failed to pullback. The ilab motor drive unit was used in conjunction with an opticross¿ coronary catheter intended to visualize the lesion 90% stenosed target lesion located in the moderately tortuous and moderately calcified left anterior descending coronary artery. During percutaneous coronary intervention, motor drive unit pullback failure occurred. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).